Event description:
Patient participated in a multi-center study of treatment of 1 or 2 level degenerative disc disease between l2 and s1. Preoperative diagnosis was disc failure or prolapse. Patient diagnosis was disc failure or prolapse. Patient was implanted with a tplif spacer at levels l5s1 size, with pedicle screws at l5 and s1. Patient was also implanted with click-x for supplemental fixation. Patient had been experiencing pain for 11 months. Surgery date was (B)(6) 2005, and postoperatively patient experienced left ankle pain left leg and foot swelling, requiring epidural steroid injection at l5-21. This complaint is on the right screw at s1. This report is 4 of 14 for the same event; this report is on complaint# (B)(4).

Manufacturer narrative:
Device (s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.